Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 02/28/2022, it was reported by a sales representative via sems that an ar-1928snf-2 corkscrew suture anchor did not seat. This was discovered during a procedure on 12/20/2021. Additional information received via phone on 2/28/2022: even though the implant had not fully seated, surgeon decided to leave it in and and use it to complete the procedure. Additional information received on 3/16/2022: this was discovered during an achilles haglund removal with secondary achilles repair procedure.